Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the manual threshold test, the wand slipped off the device and the test did not end which resulted in loss of capture. The device remains in use. No patient complications have been reported as a result of this event.